Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after 6 days of wearing the adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as confusion and lost consciousness. Customer was found by the nurse and was provided grape sugar. Customer was taken to the emergency where he was diagnosed with hypoglycemia and was treated with glucose infusion. There was no report of death or permanent injury associated with this event.